Manufacturer narrative:
(B)(4). The sample is not available for evaluation per the customer; therefore the reported condition could not be confirmed. A batch review was performed finding that no exception/non-conformance reports were documented for this lot. All release criteria were met for the build of the lot. A follow-up report will be submitted should the device be received and evaluated or if additional information becomes available.

Event description:
It was reported to baxter (B)(4) that the white connector at the end of the tubing of an infusor lv 10 separated from the tubing during use. The device was filled with (B)(4) when the reported condition occurred. No patient injury or medical intervention was reported. No additional information is available at this time.